Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
Marked increase in lead impedance and noise detected on ff channel. Impedance, sensing, and threshold values are in-range. The lead remains implanted.